Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2007 due to an unknown reason. Review of invoice history indicated the modular head and femoral stem was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to unspecified acetabular complications. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay correct product identification to an unknown cup. Expiration date and manufacture date should be blank.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2007 due to an unknown reason. Review of invoice history indicated the modular head and femoral stem was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to unspecified acetabular complications. Review of invoice history indicates a competitor cup was implanted however, it cannot be confirmed.